Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was provided indicating that the issue was discovered during preventative maintenance and there was no patient involvement.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported event. The device was received with a cracked bottom case by the l bracket and right plunger case. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history review showed force sensor test. A power up process was performed as well as a calibration verification test. The reported problem was duplicated. The force sensor error was found to be caused by the force sensor being out of calibration. This was deemed to be normal as the pump had been in service for more than 3 years without calibration verification or re-calibration being performed. The device was re-calibrated and the issue was resolved.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a system failure in form of a force sensor error. It is unknown if there was a patient involved.